Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient during an attempt to move the device, the 980 ventilator generated a "background fault alarm" while the device was powered by battery. It was reported that there was evidence that the nurse had "a strong impact on the wall with the device". From the logs the reported event was confirmed. The service personnel (sp) inspected the ventilator, performed extended self test (est) however, there was no duplication of reported event. The sp replaced the direct current (dc) - dc converter printed circuit board assembly (pcba) as a precaution. The ventilator passed all testing per manufacturer specifications and was returned to the customer. One dc-dc converter pcb was received for failure analysis. The ventilator passed post and no errors were recorded in the diagnostic logs. No fault found. The cause of the observed condition could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient during an attempt to move the device, the 980 ventilator generated a "background fault alarm" while the device was powered by battery. It was reported that there was evidence that the nurse had "a strong impact on the wall with the device".

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. The device logs were made available for evaluation. Per evaluation of the device logs, associated diagnostic codes for backup ventilation were found. The evaluation of the device has been initiated, however, the repairs of the device have not yet been completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient during an attempt to move the device, the 980 ventilator generated a "background fault alarm" while the device was powered by battery. It was reported that there was evidence that the nurse had "a strong impact on the wall with the device". Although patient intervention details are unknown, there was no harm to the patient. Per review of the logs, the ventilator entered backup ventilation at the time of the event.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient during an attempt to move the device, the 980 ventilator generated a "background fault alarm" while the device was powered by battery. It was reported that there was evidence that the nurse had "a strong impact on the wall with the device" from the logs the reported event was confirmed. The service personnel (sp) inspected the ventilator, performed extended self test (est) however, there was no duplication of reported event. The sp replaced the direct current (dc) - dc converter printed circuit board assembly (pcba) as a precaution. The ventilator passed all testing per manufacturer specifications and was returned to the customer. The cause of the observed condition could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information added to section b5 corection: section h6 device codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: the patient was placed on an alternate ventilator there was no harm to the patient. Per review of the logs, the ventilator had a loss of ventilation.